Event description:
It was reported that pump experienced malfunction after pump overheated and gave temperature alarm. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.